Manufacturer narrative:
Additional information was received on august 10, 2015. The event was detected during installation of the unit (product ID crwprecise, serial number (B)(4)). The part of the unit which has to be lubricated (recommendation of the manufacturer) was the part that did not slide correctly. The patient was under anesthesia when the event occurred. No information could be provided regarding the patient's age and gender. Type of surgery was for an implantation of electrode for parkinson. There was no spare unit available; however, the surgeon was able to finish the procedure. Surgery time was extended for 2 hours because the part was very "difficult to occlude, so they need to take time to slide it." There was...

Manufacturer narrative:
Correction:this MDR is being submitted as correction. Follow up#2 MDR submitted on 10/14/2016 was incorrectly marked as follow up#1 MDR. Integra has completed their internal investigation on 09/16/2015. The investigation included: methods, evaluation of actual device, review of device history records, review of complaints history, results: device history record reviewed for this product ID lot # p1211 manufactured on august 27, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "did not slide¿ for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause is directly related to poor maintenance and user error of device. It appears that the arc slide had become stuck in place and was then forcibly dislodged. A photo of the applied force or tool that was wedged to loosen the slide that resulted in damage to the arc has been attached for reference. During evaluation, this damage was filed to reduce drag. Technician advises the use of lubrication (i.e. Mineral oil) at points of interference such as arc slide, trunnion base, etc. Additionally, both trunnion screws were loose and forcibly backed out. There are set screws to keep the trunnion thumb screws in place, the thumbscrews were force to go beyond setting.